Event description:
The hospital reported during a coronary artery bypass procedure, the heartstring iii kit malfunctioned. First the aortic cutter did not fire. A replacement kit was opened for the cutter. Then the seal failed to deploy. The seal from the replacement kit was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).